Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) with balloon dilation procedure was performed on (B)(6) 2021. During the procedure, the balloon was inflated to15mm and was able to hold the pressure for 30 seconds. It was then noticed that the balloon was leaking from a hole and would not stay inflated. The balloon was removed and another cre fixed wire dilatation balloon was used to complete the procedure. There were no patient complications reported as a result of the event.